Event description:
It was reported that the device shut down during use. The device was replaced and there was no patient injury reported.

Manufacturer narrative:
For the investigation the log file and the replaced therapy control unit m16.2 including cf card were analysed. According to the logfile the described symptom could be traced. However, the analysis did not reveal a clear indication for the root cause or the causative component. The returned therapy control unit m16.2, including the cf card, was installed in a laboratory device. The tests carried out did not reveal any deviation from the specification and the reported symptom could not be reproduced. A reset of the processors on the therapy control unit m16.2 leads to a therapy interruption of a maximum of 15 seconds. The therapy is then continued with the last settings recognised as valid. If the reset time is exceeded, an acoustic alarm is generated via the secondary alarm system. In the event of a complete failure, automatic ventilation is no longer possible and the electronic gas mixer as well as the device and patient monitoring are without function. The failure is signalled to the user via the secondary alarm system (continuous tone). It is still possible to continue therapy using manual ventilation. The reported complete failure was most likely caused by the therapy control unit m16.2. A failed reset at processor level is assumed to be the root cause. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The ffr is monitored in the responsible pqb, in case it is decided that measures are necessary, this is derived from the pqb.

Manufacturer narrative:
The investigation has just started. The results will be provided in a follow-up report.

Event description:
It was reported that the device shut down during use. The device was replaced and there was no patient injury reported.